Manufacturer narrative:
Additional information was received that there was no leak. The equipment functioned with manufacturing specifications. Reported complaint could not be duplicated.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported blockage that results in a loss of mechanical ventilation. There was no report of patient involvement.